Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue, damaged batter. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with battery failure was confirmed during product evaluation. The root cause of this event was determined to be depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct the reported condition.similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.